Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The healthcare professional reported that during a pulserider-assisted coil embolization of a basilar artery (ba) tip aneurysm, a 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d / w3439-01) was used. The pulserider accessory cable (prdsacd / 30393940) and a pulserider detachment control box (prdscbd / 186019) was connected to the pulserider t anrd after the coils were implanted. The electrical check was performed twice. A concomitant prowler select plus microcatheter (catalog / lot# unknown) was advanced along the delivery wire to confirm the final detachment and the opening and closing of the leg marker was checked. As the microcatheter seem to cover the right leg, the physician applied tension slowly to the delivery wire. At that time, the right leg marker moved to the inside of the blood vessel; the physician judged that it was a detachment error and he energized again and performed the same checking operation but was not able to confirm detachment. The detachment control box and the accessory cable were replaced. The physician attempted to detach the pulserider t twice, and the prowler select plus microcatheter was advanced along the delivery wire. As the leg marker did not open and close at all, the detachment was confirmed. The delivery wire was removed, and the procedure was completed. In the first detachment cycle, the green system ready light illuminated after the first energization, and the red light illuminated in the second detachment cycle, as normal and expected. After replacing the detachment control box and the cable, the red light was immediately illuminated twice. There was no report of any patient adverse event or complication. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w3439-01) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported device issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pulserider-assisted coil embolization of a basilar artery (ba) tip aneurysm, a 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d / w3439-01) was used. The pulserider accessory cable (prdsacd / 30393940) and a pulserider detachment control box (prdscbd / 186019) was connected to the pulserider t anrd after the coils were implanted. The electrical check was performed twice. A concomitant prowler select plus microcatheter (catalog / lot# unknown) was advanced along the delivery wire to confirm the final detachment and the opening and closing of the leg marker was checked. As the microcatheter seem to cover the right leg, the physician applied tension slowly to the delivery wire. At that time, the right leg marker moved to the inside of the blood vessel; the physician judged that it was a detachment error and he energized again and performed the same checking operation but was not able to confirm detachment. The detachment control box and the accessory cable were replaced. The physician attempted to detach the pulserider t twice, and the prowler select plus microcatheter was advanced along the delivery wire. As the leg marker did not open and close at all, the detachment was confirmed. The delivery wire was removed, and the procedure was completed. In the first detachment cycle, the green system ready light illuminated after the first energization, and the red light illuminated in the second detachment cycle, as normal and expected. After replacing the detachment control box and the cable, the red light was immediately illuminated twice. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the components of the complaint device on 03 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a pulserider-assisted coil embolization of a basilar artery (ba) tip aneurysm, a 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d / w3439-01) was used. The pulserider accessory cable (prdsacd / 30393940) and a pulserider detachment control box (prdscbd / 186019) was connected to the pulserider t anrd after the coils were implanted. The electrical check was performed twice. A concomitant prowler select plus microcatheter (catalog / lot# unknown) was advanced along the delivery wire to confirm the final detachment and the opening and closing of the leg marker was checked. As the microcatheter seem to cover the right leg, the physician applied tension slowly to the delivery wire. At that time, the right leg marker moved to the inside of the blood vessel; the physician judged that it was a detachment error and he energized again and performed the same checking operation but was not able to confirm detachment. The detachment control box and the accessory cable were replaced. The physician attempted to detach the pulserider t twice, and the prowler select plus microcatheter was advanced along the delivery wire. As the leg marker did not open and close at all, the detachment was confirmed. The delivery wire was removed, and the procedure was completed. In the first detachment cycle, the green system ready light illuminated after the first energization, and the red light illuminated in the second detachment cycle, as normal and expected. After replacing the detachment control box and the cable, the red light was immediately illuminated twice. There was no report of any patient adverse event or complication. The components of the complaint device were returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile delivery wire component from the 3mm, 8mm arch pulserider t aneurysm neck reconstruction device was received inside the concomitant microcatheter. The returned device was inspected under x-ray to verify the condition of the returned component. No abnormality was observed. After the x-ray inspection, the delivery wire was removed without issue from the microcatheter. It was confirmed that the pulserider implant component was not returned. The delivery wire was observed without any damage and without any anomaly. A review of manufacturing documentation associated with this lot (w3439-01) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Functional evaluation could not be conducted with only the delivery wire returned. The issue documented in the complaint is that during the pulserider-assisted coil embolization of a basilar tip aneurysm, there was some issue during the attempt to detach the pulserider stent. The concomitant microcatheter was advanced along the delivery wire to confirm the final detachment and the opening and closing of the leg marker was checked. As the microcatheter seem to cover the right leg, the physician applied tension slowly to the delivery wire. At that time, the right leg marker moved to the inside of the blood vessel; the physician judged that it was a detachment error and he energized again and performed the same checking operation but was not able to confirm detachment. The detachment control box and the accessory cable were replaced. The physician attempted to detach the pulserider t twice, and the prowler select plus microcatheter was advanced along the delivery wire. As the leg marker did not open and close at all, the detachment was confirmed. The delivery wire was removed, and the procedure was completed. The issue related to the detachment of the pulserider stent could not be duplicated as the stent did detach after the detachment control box and the cable were replaced. The issue related to the device stability through the opening and closing of the leg marker cannot be evaluated in the environment of the product analysis lab; the issue is dependent on the context of the procedure, the patient¿s anatomy, and likely the characteristics and dimensions of the target lesion. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) does contain the following warning: the polarity of the cable set is also guaranteed by this plug. The patient¿s side of the cable is fitted with one red and one black clip. Clip the connector end of the sterile black cable onto the sterile needle. Clip the connector end of the sterile red cable to the proximal end of the pulse rider guiding system. Note: if the polarity is incorrect, a detachment will not be possible. The event described could not be confirmed as the functional test of the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no device problem found¿ code was used in investigation findings to indicate that the issue reported related to the reported device instability issue could not be duplicated / confirmed through functional evaluation as this is specific and dependent on the patient¿s anatomy and procedure device handling. The code ¿no problem detected¿ was used in investigation conclusions is corresponding to the code ¿no device problem found.¿ missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25 march 2021. E.1: initial reporter phone: (B)(6). [Additional information]: the healthcare professional reported that during a pulserider-assisted coil embolization of a basilar artery (ba) tip aneurysm, a 3mm, 8mm arch pulserider t aneurysm neck reconstruction device (anrd) (201d / w3439-01) was used. The pulserider accessory cable (prdsacd / 30393940) and a pulserider detachment control box (prdscbd / 186019) was connected to the pulserider t anrd after the coils were implanted. The electrical check was performed twice. A concomitant prowler select plus microcatheter (catalog / lot# unknown) was advanced along the delivery wire to confirm the final detachment and the opening and closing of the leg marker was checked. As the microcatheter seem to cover the right leg, the physician applied tension slowly to the delivery wire. At that time, the right leg marker moved to the inside of the blood vessel; the physician judged that it was a detachment error and he energized again and performed the same checking operation but was not able to confirm detachment. The detachment control box and the accessory cable were replaced. The physician attempted to detach the pulserider t twice, and the prowler select plus microcatheter was advanced along the delivery wire. As the leg marker did not open and close at all, the detachment was confirmed. The delivery wire was removed, and the procedure was completed. In the first detachment cycle, the green system ready light illuminated after the first energization, and the red light illuminated in the second detachment cycle, as normal and expected. After replacing the detachment control box and the cable, the red light was immediately illuminated twice. There was no report of any patient adverse event or complication. On (B)(6) 2021, the affiliate provided additional information indicating that the detachment of the pulserider occurred after the detachment box and the cable were replaced and on the second detachment attempt with the replacement box and cable. All the connections appear to fit properly without application of excessive force. The reported event did not prolong the procedure. No clinically significant delay in the procedure was reported. Updated sections: e.1, e.3, g.3, g.6. H.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.